Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 21mm valve was explanted at implant. The patient underwent implant of an aortic pericardial valve that was explanted at implant. The valve was implanted to treat aortic insufficiency. After the aortic valve implant, echo assessment revealed mitral regurgitation of the patient's native mitral valve worsened to moderate-severe regurgitation. The decision was made to repair the mitral valve. With a hand held retractor, the surgeon attempted to repair the mitral valve with a competitors band but the mitral regurgitation was worse after the repair and the first edwards aortic valve exhibited central regurgitation which the surgeon felt was due to prosthesis distortion secondary to the retraction. Mitral valve access was noted to be difficult. The aortic valve and the band were explanted. The first aortic ew pericardial valve was replaced with a second 21mm valve and the native mitral valve was replaced with a non-ew 29mm prosthesis. The patient had ventricular dysfunction requiring treatment with intra-aortic balloon pump and inotropic infusion. Patient transferred to ICU with an open sternum in critical condition. On post-op day #6, the chest was closed. Patient was noted as stable at that time. Post-op echo revealed the edwards valve was functioning normally. Patient developed elevated lactate and expired on post-op day #7/post-op day #1 due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative - the explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.